Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following sections were updated: g4, g7, h2, h4, h6, h10. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the adhesive at the distal end peeled off due to external force applied to the distal end. This issue is addressed in the instructions for use (IFU): "ultrasound gastrovideoscope gf-uct180 chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, the other issues identified in the initial report (bending section cover adhesive was cracked, the ultrasound connector was dented and leaking, the angulations were below specifications) have no potential to cause or contribute to death or serious injury if they were to recur.

Manufacturer narrative:
The referenced ultrasound scope was returned to the service center. The evaluation found the probe unit was loose / leaking and the elevator forceps adhesive was peeling. The user's report of the elevator channel not functioning properly could not be confirmed as the elevator channel functioned appropriately. Additionally, the bending section cover adhesive was cracked, the ultrasound connector was dented and leaking, the angulations were below specifications. The scope was repaired to specifications and returned to the customer. A review of the scope's repair history showed the scope was last repaired on (B)(6) 2020.the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed during an unknown therapeutic  procedure the evis exera ii ultrasound gastro-video scope's elevator channel was reportedly not functioning properly. No patient injury or harm was reported.